Event description:
Boston scientific received information that the patient was admitted to the hospital for a possible syncopal episode. A boston scientific sales representative interrogated the pacemaker with no issues. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated. The investigation is complete at this time.